Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a normal device exchange procedure. Noise and inappropriate mode switching were noted on the patient's atrial lead. The patient was stable, and will continue to be monitored.